Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was currently in rehab because they started falling a lot and had gone into the hospital a couple of times. The consumer stated that the patient needed to have their device reprogrammed and recharged, as well as education on how to use the external equipment. It was reported that the patient was in tremendous amount of pain. It was noted that the falling issue seemed to have started after the patient was implanted on (B)(6) 2016. The consumer stated that they weren¿t sure, but the patient had never really fallen like they have since getting the implant. It was also mentioned that the patient had a urinary tract infection (uti) and that sometimes it could make the legs weak. The patient was to follow up with their healthcare provider (hcp) and request a manufacturer representative to be present as well. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other no longer applies. Upon further review, section e was corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient first started experiencing the uti on (B)(6) 2017. Primary care physician, home care, antibiotics, and nursing home were noted as actions/interventions taken to resolve the falls, pain, and uti. The falls, pain, and uti had been resolved.